Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, that the cartridge damaged the iol (intraocular lens) with no patient contact. The procedure was completed on same day by another unspecified lens without any harm to the patient.